Event description:
The patient contacted animas on (B)(6) 2012 and stated that all the keypad buttons had delayed responses. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen and the vibration motor was misaligned. The audio tone feature was confirmed to be working appropriately and the pump would still be able to alert the user of an issue.